Manufacturer narrative:
Performed service and repair functions as per (B)(4). Reviewed service history. Attach box label and fms vue final testing, software upgrade was not needed. The unit was evaluated and the reason for return "tubing is not snapping in" could not be duplicated. Replaced damage console cover. The unit passed all diagnostic tests, functional tests, and is fully operational. A root cause for the reported failure cannot be discerned. It is a possibility that this occurred by accident. Further, a review into the depuy mitek complaints system revealed two dissimilar complaints for this serial number in the past. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
Catalog #284002 fms vue. No patient harm. Prior to surgery. Units were still used in surgery. Tubing is not snapping in, customer cutting their fingers trying to push in the tubing to lock it in place. Customer agreement.